Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set will not be returned because it was discarded.

Event description:
It was reported that a customer had a problem with an IV that broke apart at the lower fitment during use. The nurse reported that a patient was receiving an administration of chemotherapy (rituxin) when the tubing blew apart at the connection between the piece inside the pump and the exiting tubing. The nurse reported that some fluid leaked inside the device. She changed out the tubing to a new set without experiencing any problems and the infusion was restarted. There was no report of patient harm. Medical intervention was not required. The customer stated that no further patient/event information is available.